Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s daughter, who is hipaa verified, called to report that her father¿s blood glucose (bg) was high according to the user¿s wife. The agent explained that a fingerstick reading and direct communication with someone present with the pump were needed for troubleshooting. The daughter stated the user was asleep and appeared fine. Follow-up confirmed the high bg of 401 mg/dl was due to an insulin occlusion, which was resolved after the user changed the tubing. The highest blood glucose (bg) recorded was 401 mg/dl. Bg was corrected after the supply change. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.